Event description:
Philips received a complaint on the v60 ventilator, indicating that the touchscreen became unresponsive. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported. The v60 was removed from service and the patient was placed onto another ventilator. The biomedical engineer did not report any adverse outcome to patient care or therapy.

Manufacturer narrative:
H10: the biomedical (biomed) engineer reported to the remote service engineer (rse) that the touchscreen was unresponsive, and although the v60 was removed from service, the device could not be powered down. The customer inquired if the power management board could possibly be causing the issue and requested the implementation of the 4th generation power management board to eliminate the possibly of it causing the problem. The rse advised the customer of the 4th gen power management (pm) printed circuit board assembly (pcba) that will be implemented when stock and resources are available. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. The fse could not replicate the reported issue and confirmed that the device passed all control testing. The fse implemented replaced the board preventively. The fse verified that the device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.